Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to turn the patient programmer on/off and so they were unable to turn the ins on/off. It was noted that the patient was able to turn the ins on with the ins recharger but that they weren't able to turn it off. The patient stated that the programmer batteries do not last long, and that they were going to try using a different brand. During the call the patient was seeing poor communication screen on the programmer but the patient did not have the antenna over the ins, and after placing the antenna the patient was able to connect and stim was showing 'off.' The patient was able to turn stim on and said that it was 'working great now.' It was reviewed that the patient had been seeing a 006 error code and a por code on the programmer. The patient took the batteries out and pushed all of the buttons and then turned the programmer back on and was able to connect with the ins successfully without any error codes. The issue was resolved and that patient as advised to call back if they had any other problems. No patient complications were reported.